Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratches on display window. No unexpected constant audio or beep alarms were noted. Traces of corrosion noted at the electronic assembly per visual inspection.

Event description:
It was reported that the customer had moisture damage due to the reservoir leaking into the insulin pump. Customer stated that the insulin pump was producing a constant tone and there was fluid under the lcd screen. Customer removed the battery of the pump and when they placed the battery back, the pump would not exit self-test. Customer's blood glucose level was 11.0 mmol/l. Insulin pump will need to be replaced. No additional information provided.